Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measured approximately 0.058" at the swaged end compared to the nominal pin diameter of 0.054". Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the pin on the end of the prograsp forceps instrument moved out of position and the customer was unable to remove the arm during the case due to it being stuck. The procedure was completed with no reported injury.